Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to operate when opened out of peel pack. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connectors were inspected for any cosmetic defect. One connected end was observed to be frayed back from the cord, exposing the wires in the cable. A connectivity test could not be performed, as well as a pre-cautery test or electrical evaluation due to the extent of the damage to the cord. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed but was confirmed for "material separation".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to operate when opened out of peel pack. Sheathing had separated from one end of the cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d4, g4, g7, h2, h3, h4, h6, h10 corrected section: b5 trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The device was returned to the factory for evaluation on 18sept2020. An investigation was conducted on 03nov2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connectors were inspected for any cosmetic defect. One connected end was observed to be frayed back from the cord, exposing the wires in the cable. Due to the extent of the damage to the cord, a pre-cautery test and electrical evaluation was unable to be performed. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed but was confirmed for "material separation".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable failed to operate when opened out of peel pack. Sheathing had separated from one end of the cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.